Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction suspected. The physician believed that the device did not cause the worsening of the patient's pain. The patient was reportedly doing well post operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's pain became worst when the stimulation was turned on. It was believed that malfunction of the ipg could not be determined. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's pain became worst when the stimulation was turned on. It was believed that malfunction of the ipg could not be determined. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.